Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a laser assisted cataract procedure, the patient experienced a posterior capsule tear, in the right eye, during phacoemulsification. Partial lens nucleus dropped. An anterior vitrectomy was performed. The surgeon indicated the patient had a very dense cataract and it was difficult rotating the lens after hydrodistention and cracking the lens.

Manufacturer narrative:
This an (B)(6)-year-old female patient was scheduled for cataract extraction surgery in the right eye (od). The surgeon reported a ¿posterior capsule (pc) tear, a partially dropped nucleus, and anterior vitrectomy.¿ the surgeon also added that the intraocular lens (iol) was placed in the sulcus. Additionally, the surgeon commented that this was a very dense cataract and that it was difficult to phaco /crack lens. Additional, related information was requested but was not provided by the customer. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).